Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer, via a patient support program (psp), concerned an (B)(6) (at the time of initial report) female patient of unknown origin. Medical history included diabetes mellitus. The concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog 100u/ml), from a cartridge, beginning on an unknown date in 2020 approximately (administered for two years from the date of initial report), via a reusable pen humapen luxura half-dose pen, beginning since an unknown date in (B)(6) 2019, administered subcutaneously, three times daily, for the treatment of diabetes mellitus. Dosage regimen details were not provided. On an unknown date, while on insulin lispro therapy, she experienced high blood glucose, was hospitalized because of it on (B)(6) 2021 and was discharged on (B)(6) 2021. On (B)(6) 2021 or (B)(6) 2021 (conflicting information), the humapen luxura half-dose pen broke down and it was difficult to receive medication, when the pen was pressed to inject, the pen did not press, the insulin did not enter the body or hardly injected and when it was pressed forcibly, she was very hurt (lot. No. Unknown, pc. No. (B)(4)). As of (B)(6) 2022, her blood sugar was regulated. Further information regarding corrective treatment, hospitalization details were not provided. Outcome of high blood glucose was recovered, whereas outcome of remaining event was unknown. The status of insulin lispro therapy was ongoing. Follow-up was not possible as reporter refused consent for follow-up procedures and health care professional details were unknown. The operator of the humapen luxura half-dose pen was unknown and his/her training status was not provided. The general humapen luxura half-dose pen model duration of use and the suspect humapen luxura half-dose pen duration of use was approximately two years as it was started approximately in (B)(6) 2019. The action taken with the humapen luxura half-dose pen was unknown and its return was expected. The reporting consumer did not provide relatedness assessment of events with insulin lispro therapy or humapen luxura half-dose pen. Update 10-jan-2022: information received on 03-jan-2022 and additional information received from cire report on 10-jan-2022 were processed together. Edit 14jan2022: updated medwatch and european and (B)(6) fields for expedited device reporting. No new information added. Edit 14-jan-2022: upon review of information, the humapen luxura hd was recoded from ms9673 to ms9673a. No other changes were made to the case.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 02feb2022 in the b.5. Field. No further follow-up is planned. Evaluation summary: the mother of a female patient reported that when the patient's humapen luxura hd device was pressed to inject, the pen did not press, and the insulin did not enter the body or hardly injected. She experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer, via a patient support program (psp), concerned an 8-years old (at the time of initial report) female patient of unknown origin. Medical history included diabetes mellitus. The concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog 100u/ml), from a cartridge, beginning on an unknown date in 2020 approximately (administered for two years from the date of initial report), via a reusable pen humapen luxura half-dose pen, beginning since an unknown date in (B)(6) 2019, administered subcutaneously, three times daily, for the treatment of diabetes mellitus. Dosage regimen details were not provided. On an unknown date, while on insulin lispro therapy, she experienced high blood glucose, was hospitalized because of it on (B)(6) 2021 and was discharged on (B)(6) 2021. On (B)(6) 2021 or (B)(6) 2021 (conflicting information), the humapen luxura half-dose pen broke down and it was difficult to receive medication, when the pen was pressed to inject, the pen did not press, the insulin did not enter the body or hardly injected and when it was pressed forcibly, she was very hurt (lot. No. Unknown, pc. No. (B)(4)). As of (B)(6) 2022, her blood sugar was regulated. Further information regarding corrective treatment, hospitalization details were not provided. Outcome of high blood glucose was recovered, whereas outcome of remaining event was unknown. The status of insulin lispro therapy was ongoing. Follow-up was not possible as reporter refused consent for follow-up procedures and health care professional details were unknown. The operator of the humapen luxura half-dose pen was unknown and his/her training status was not provided. The general humapen luxura half-dose pen model duration of use and the suspect humapen luxura half-dose pen duration of use was approximately two years as it was started approximately in (B)(6) 2019. The action taken with the humapen luxura half-dose pen was unknown and its return was expected. The device was not returned to manufacturer. The reporting consumer did not provide relatedness assessment of events with insulin lispro therapy or humapen luxura half-dose pen. Update 10-jan-2022: information received on (B)(6) 2022 and additional information received from cire report on (B)(6) 2022 were processed together. Edit 14jan2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 14-jan-2022: upon review of information, the humapen luxura hd was recoded from ms9673 to ms9673a. No other changes were made to the case. Update 02feb2022: additional information received on 01feb2022 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information for the suspect humapen luxura half-dose pen (lot number: unknown) device associated with product complaint (B)(4). The device return status was updated as not returned to manufacturer. Corresponding fields and narrative updated accordingly.